Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The internal device has been explanted due to an infection localized on the skin. The infection was not localized in the middle ear, but according to the received pictures it was rather at the surgical incision. The wound completely healed around one week after the surgery. However, the infection started around the end of the second week post-operatively. Cultures were performed and staphylococcus aureus bacteria was found. Specifically, a variety that was especially resistant to numerous drugs. The electrode array was left inside the cochlea for later re-implantation. The recipient will be re implanted with a new device, when the medical condition has been resolved and the infection cleared.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, the recipient was explanted due to an infection at the surgical incision, a possible known postoperative complication. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of infection. This is a final report.

Event description:
The internal device has been explanted due to an infection localized on the skin. The infection was not localized in the middle ear, but according to the received pictures it was rather at the surgical incision. The wound completely healed around one week after the surgery. However, the infection started around the end of the second week post-operatively. Cultures were performed and staphylococcus aureus bacteria was found. Specifically, a variety that was especially resistant to numerous drugs. The electrode array was left inside the cochlea for later re-implantation. The recipient will be re implanted with a new device, when the medical condition has been resolved and the infection cleared.